Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Two clips were jammed in the distal ends of both channels. The jammed clips were removed; as the second clip was being removed, the next clips loaded into both jaw and were fired with proper formations. The remaining clips were fired on test media with proper formations. The jaws and handles moved smoothly through their firing cycles and returned to the open positions and each remaining clip loaded properly in the jaws. When the cartridges were empty, the interlocks engaged and prevented the jaws from approximating. The instruments were disassembled and damage to both ratchet systems were observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the rachet component damage may occur when an attempt is made to fire the instrument with the ratchet system engaged and forcing the handles open prior to completing the firing cycle resulting in double indexing of the clips. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a thyroidectomy procedure, the surgeon was able to squeeze the handle but no clips were able to load properly into the jaws. This happened to 2 devices in the same event. There was no patient involvement.